Event description:
During the pump trial, the patient was given a 100 mcg dose of lioresal. The patient experienced an overdose symptom of significant weakness/increased weakness in left leg. The patient status was reported as ¿alive-no injury¿. The patient did have a device system implanted following the trial and as of (B)(6) 2015 was reported to be doing well.

Manufacturer narrative:
(B)(4).